Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low". A specific bg value was not provided. Reportedly, there was not an active continuous glucose monitoring session on the pump, therefore, insulin wasn¿t suspended and adjusted as expected. Customer consumed carbohydrates to address the bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.